Event description:
Caller reported aviva nano system blood glucose results of 9.4 mmol/l, 6.2 mmol/l, 5.2 mmol/l, and 5.5 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).